Manufacturer narrative:
Bottle 11 (xylene) was not in contact with the corresponding sensor for seven (7) seconds at 03:33 am on (B)(6) 2017; bottle 13 (xylene) was not in contact with the corresponding sensor for five (5) seconds at 04:27 am on (B)(6) 2017; bottle 5 (ethanol) was not in contact with the corresponding sensor for nine (9) seconds at 03:33 am on (B)(6) 2017 and bottle 6 (ethanol) was not in contact with the corresponding sensor for five (5) seconds at 03:25 am on (B)(6) 2017; which is not sufficient time to replace the reagent on any of these occasions, and the station properties were reset in each instance. This action set the reagent concentration in each of bottles 11 (xylene), 13 (xylene), 5 (ethanol) and 6 (ethanol) to the default value of 100% configured in the reagent types definitions. However, the actual concentration of the reagent in bottles 11 (xylene), 13 (xylene), 5 (ethanol) and 6 (ethanol) would have remained unchanged at 88.7%, 83.3%, 74.3% and 84.4 % respectively, because none of these bottle had been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottles 5 (ethanol); 6 (ethanol); 11 (xylene); and 13 (xylene) would have been used for the final dehydration step and/or the final clearing step in 28 protocols, which completed between 05:45 am on (B)(6) 2017 and 13:12 pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol and xylene is 98% and 95% respectively. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and/or clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the 28 protocols, which completed between 05:45 am on (B)(6) 2017 and 13:12 pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 03:33 am on (B)(6) 2017 when replacing the reagent in bottle 11 (xylene); 04:27 am on (B)(6) 2017 when replacing the reagent in bottle 13 (xylene); 03:33 am on (B)(6) 2017 when replacing the reagent in bottle 5 (ethanol) and 03:25 am on (B)(6) 2017 when replacing the reagent in bottle 6 (ethanol). The facts indicate that manual replacement of the reagent in these bottles was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that approximately 200 tissue samples were over-processed. The complainant advised that the protocol ran to completion with no instrument error(s); the variance between the alcohol concentration measured using a hydrometer and the alcohol concentration from the instrument software was not acceptable and the quality of tissue processing had remained sub-optimal following the replacement of the reagent in all "alcohol" bottles. On 23 october 2017, a leica field support specialist (fss) visited the laboratory in order to provide applications support. The fss documented that laboratory staff had replaced all the reagents on the instrument prior to the fss visit; the complainant stated that the tissues tended to become dry over time; the complainant described the affected tissue samples as "large" and of "varied" type; sub-optimal processing of tissue in approximately 200 cassettes derived from two (2) processing runs of 6 hours duration , one of which had been run in retort a and one in retort b, on approximately (B)(6) 2017; reagent had been diluted to match the concentration calculated by the instrument software rather than setting the default concentration and diagnostic tissue samples had been processed immediately following reagent replacement without measuring the ethanol concentration in relevant bottles according to a laboratory technician. The complainant advised the fss that all the cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.